Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physicain was attempting to use in. Pact av balloon to treat plaque lesion in the patients radial endothelial vein. It was reported that inflation difficulty was experienced and balloon was difficult to inflate due to water leakage from the hub. It was also reported that balloon deflation difficulty occurred and deflation was not possible at the lesion site. Balloon was removed without inflation and the procedure was completed. No patient injury reported.

Manufacturer narrative:
Product analysis a kink was observed in the inflation lumen. The device returned with balloon folds expanded. The device returned with blood/contrast visible in the balloon. The balloon failed negative prep. On pressurization of the device to 3 atm, leaking was observed from underneath the strain relief when an attempt was made to inflate the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: only inflation issue occurred, a deflation issue did not occur. The balloon did not inflate so it was removed as it was, the procedure was completed. Tried to inflate with nominal, but the pressure did not increase. It seems that the issue was felt at 2-3 atmospheres. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.